Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were getting poor coupling when recharging. Troubleshooting steps were performed but didn't resolve the issue. The patient got the ¿poor coupling¿ screen and stated that they were only seeing two coupling boxes. It was noted that the patient was implanted about three weeks prior to the date of this report and it was recommended that they reposition the antenna. The patient mentioned that they could feel their implantable neurostimulator (ins) and didn't report any issues. There were no ins pocket concerns mentioned as a possible reason for recharging issues. The importance of antenna placement was reviewed with the patient, as well as how the number of efficiency bars would affect recharge time. It was recommended that the patient charge over thin material, not bulky clothing, and charge the ins to 100% to increase time between charges. The patient was to call back if they continued to have issues with their recharger. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.